Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump that had been fully charged before bedtime was found dead in the morning and would not power on when placed on the charging pad, which displayed a steady green light; the agent confirmed appropriate pad use, attempted multiple outlets, and arranged replacement of the pump and charging pad, consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact; the user maintained glucose control using backup short-acting insulin. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.